Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler was inserted into the robot without any problem. When grasping the tissue, the stapler lost its grip. The tissue slid off and refused to open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: after the stapler malfunctioned, we tried opening him again the usual way by the da vinci robot. After trying this for a few times, the choice was made to take another instrument. The release kit was not used to try and open the stapler.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. However, isi has not received the instrument for evaluation.